Event description:
It was reported on (B)(6) 2013 that the patient had an increase in drop attacks. Attempts to contact the physician have been unsuccessful to date. The generator has been returned and is pending product analysis. According to the physician's notes the vns settings are: vns output current 1.75, on 30 seconds, 1.1 minutes off. Lead impedance is okay, ifi (intensified follow up indicator): yes. The physician stated that the patient's seizures control is fair, but his vns generator needs to be replaced.

Manufacturer narrative:
Age at time of event, corrected data: the initial report inadvertently reported this data incorrectly. Date of event, corrected data: the initial report inadvertently reported this data incorrectly.

Event description:
Additional information was received that product analysis was completed on the generator. Product analysis results were previously reported on medwatch # 1644487-2013-00877. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. Final electrical test showed a non-ifi condition and the vns generator revealed that 90.589% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator.